Event description:
This device case, which does not involve an adverse event, reported by a consumer, who contacted the company to report a product complaint, concerns a (B)(6) year old male patient of unknown origin. The patient was taking an unspecified medication for treatment of an unknown indication. On an unspecified date, the humapen ergo burgundy/clear (lot 0505a01) with a clear cartridge holder attached was reported to be with the dose knob hard. On (B)(6) 2009, the device was returned to the manufacturer and it was identified that it had a cirm. This humapen ergo burgundy/clear with a clear cartridge holder attached is associated with pc991781. It was not reported who operated the device. The operator was trained by a sales representative and the patient has used the reported device for more than two years. It was not reported how long the device model had been used. The device was returned to the manufacturer. It was not reported if the humapen burgundy/clear with a clear cartridge holder attached was switched to a new device or syringe. Refer to results/conclusion section for analysis information. Update (B)(6) 2009: according to additional information received on (B)(6) 2009 by the global product complaint system. Updated the EU/ca fields and the qc button field. Updated narrative.

Manufacturer narrative:
Reportable malfunction/near incident identified. Investigation in progress. This report includes final evaluation findings. No additional information is expected. Evaluation summary: device specific safety summary: the user returned the actual complaint device to the manufacturer for investigation (lot 0505a01, manufactured may 2005). The investigation determined the device was in 300-unit lockup that renders the device unusable. In addition, both clear cartridge holder engagement tabs were broken off the cartridge holder. Broken engagement tabs may cause an underdose. Corrective action 300-unit lockup: a modified 300-unit stop face design began in (B)(6) 2000 beginning with lot a1513. Corrective action broken clear cartridge holder engagement tabs: the core user manual states "do not damage or remove the cartridge holder tabs. Do not use the pen if the cartridge holder tabs are broken. Do not use the pen if any part of your pen appears broken or damaged. No further corrective actions are planned as the device manufacturing was discontinued december 2006. Evidence of improper use or storage: there is evidence of a non-manufacturing related damage to the cartridge holder engagement tabs. The damage is consistent with tab removal with a metal shears.